Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's gas module.

Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm module, which may have affected gas monitoring. No patient injury was reported.